Event description:
It was reported that during and after an ob-gyn procedure, staples not going through the skin, staples were coming out two at a time, having to waste multiple staples in order to get one place properly and staples not clamping to skin at all (found lying near incision after dressing is removed). There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).